Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number 2432d, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the flosser heads were loose and not tight and were not felt by the consumer. The report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number 2432d, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that the flosser heads were loose and not tight and were not felt by the consumer. The report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: a review of the data revealed no adverse trends and no trend involving lot number 2432d. Review of the investigation documentation for reach access floss rfillsnapon frmnt28ct did not fail to meet specifications. Final packaging record, flavor application and crimping records did not show any non-conformance. The consumer stated that the heads fit really loose and 13 heads were returned without the handle. The fitness between heads and handle used by the consumer could not be performed. Complaint trends would continue to be monitored. This report was considered a reportable malfunction case in the united states.